Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. Customer blood glucose level at the time of incident was 320 mg/dl. Customer also reported another symptoms like nausea, vomiting, abdominal pain and fatigue. Customer was used insulin pump system within 48 hours of reported event. Customer was treated with intravenous drip in hospital. Auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.